Event description:
Event description boston scientific received information that this coronary sinus lead exhibited pacing impedance measurements of >2000 ohms. An x-ray revealed a lead fracture in the area of the clavicle. It was reported that the patient's extensive use of a walking stick caused the lead fracture. It was also reported that this transvenous defibrillation lead exhibited noise on the rate/sense channel, resulting in the storage of non-sustained episodes. Sensitivity was decreased and the av delay was extended to resolve this issue. Both leads were later explanted and replaced with new boston scientific leads.